Event description:
While trying to activate yellow safety shield over needle, shield would not slide over needle. Needlestick injury did occur in index finger of right hand. Phlebotomist washed hand immediately. Baseline testing was performed on phelbotomist and the source. Source has chronic hepatitis c. Phelbotomist was sent to infectious disease physician, follow up testing will be performed 3,6, and 9 month intervals.